Event description:
It was reported that the bd syringe had questionable sterility. The following information was provided by the initial reporter: verbatim: good morning, I wanted to reach out to you about our bd syringes, today one of the or nurses noticed that some syringes had some moisture accumulated on the inside of the syringe prior to being opened. The packaging was intact and are stored in sterile storage. Please let me know your recommendations, thank you. Additional info: new product was ordered. There been no new issues but all syringes with that lot# were pulled from stock.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Event description:
No additional informaiton provided.